Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus. Customer's blood glucose (bg) elevated from 112 to over 600 mg/dl with high ketones. Review of the pump data logs by tandem technical support verified that all boluses were delivered as requested. The customer acknowledged the information relayed.